Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio iq meter was displaying an error 5 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/14/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was evaluated and no error message was observed during control solution test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.